Event description:
A customer reported to baxter an issue of leak on a transfer set. This issue was found during use. The customer reported that the liquid would not stop; even after closing the clamp on the tube. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). The reported issue of a leak was confirmed during sample evaluation. Baxter received a used set with a cap on the dark blue connector. Visual inspection and clamp functional test was performed with the following issues noted: occluder feet were broken. Leak testing was performed with no issues noted. Clear passage testing was performed with no issues noted. Visual inspection noted no whitish spot on the occluder leg that would indicate possible over-torquing. The root cause of the reported condition was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.